Event description:
It was reported that a wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to the investigation cannot be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on 10/10/2025, the patient experienced hyperglycemia and was feeling dizzy. The patient went to a clinic and was treated there with ¿insulin drops¿. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.